Event description:
A review was conducted on (B)(6) 2012 between the FDA maude database and the ciba vision complaint management system from (B)(6) 2000 through (B)(6) 2012 which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: "used clearcare by cibavision contact cleaning system. This product contains 3% hydrogen peroxide. To use the system, you put the contacts in the solution for a 6 hour period. A special platinum disc in the contact case neutralizes the hydrogen peroxide. I followed the instructions exactly. I put the contacts in the solution and placed them in the case with the special disc at night before I went to bed. The next morning - 8 hrs later-, I took the contacts out of the case. I put the contacts in my eyes and experienced severe pain. I took the contacts out and washed them and flushed my eyes for 15 minutes. I thought that some of the solution from the cap had not been neutralized and it got on my contacts. After the flushing, everything seemed to be alright. I put the contacts in and went to work. Near the end of the day, I started having trouble seeing. I took out the lenses and put my glasses on. Over the next several hours, I started losing my eye sight but felt no pain. At about midnight, I went to the emergency room. They gave me some ointment and sent me home. The next day, my eyesight was worse and I was in severe pain and severe sensitivity to light. I went to an ophthalmologist who, after checking the ph in my eyes, flushed my eyes and then sent me back to the emergency room to have my eyes flushed further with a special flushing system. I saw the doctor over the next several days and after a number of ointments and treatments, I am recovering. My corneas were severely burned. I came very close to losing my eye sight. I have missed a week of work. I spoke with the manufacturer. The spokesperson said that the problem was the catalytic disc in the case loses it's strength after 30 days. She says this is stated in the literature contained in the product package. This is not stated on the bottle or the case. I no longer have the literature contained in the package. The product comes with two bottles of solution and 1 case. This is more than 30 days worth of solution per case and I do not believe you can buy the cases separately. I could not find any info on the internet concerning having to replace the case. Frequency: once per day. Route: ophthalmic. Dates of use: 2007, 5 months. Diagnosis/reason for use: clean contacts". No contact information was provided; therefore , follow-up is not possible.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. However, because the lot number is known, upon completion of the manufacturing investigation, a follow-up medwatch will be filed. (B)(4).